Manufacturer narrative:
The issue occurred on an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of an amia automated pd set with cassette was ¿completely off¿ and ¿loose¿ inside the overwrap. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. As a result, the device was not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the patient line pull ring cap was off the patient luer adapter and loose in the pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.